Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). It was reported that it was noticed from the provided session report that contacts 11 and 15 had high impedances that were out of range. It was also showed that those contacts were not used in the patient's current programming. No symptoms were reported. Additional information was received. It was reported that the high and out of range impedances were not a problem for using the therapy; the high impedance is not a problem for the patient. The cause of the high and out of range impedances "is certainly worn but no further investigation". The actions taken to resolve the issue were that they changed the setting and stopped using contacts 11 and 15. The high impedance is not resolved but the patient is not painful with the new programming. So the physician doesn¿t want it investigated more. The provided information has been confirmed with the physician/account. Additional information was received from a manufacturer representative (rep). It was reported that they are at the level of the electrodes placed in the lumbar subcutaneous which often happens over time in this indication. The rep discovered the high impedances during their first consultation with the patient on (B)(6) 2024, but the patient told the rep that it was known before but he was being followed in another french center so the rep doesn't have any more information available. It was clarified that "the cause is certainly worn" meant that they are at the level of the electrodes placed in the lumbar subcutaneous which often happens over time in this indication. And the therapy continues to work well and relieve the patient¿s pain. To date, the high impedances do not prevent the patient from being perfectly relieved and this sometimes happens with patients whose electrodes are old, especially in this situation where they have been placed subcutaneously.

Manufacturer narrative:
G2. Foreign: france medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.